Event description:
During patient code mac #3 laryngoscope blade packaging was opened and the plastic pieces on the end were broken off. No delay in intubation of patient. Will return the device to the manufacturer when the manufacturer contacts the facility.

Event description:
During patient code mac #3 laryngoscope blade packaging was opened and the plastic pieces on the end were broken off. No delay in intubation of patient. Will return the device to the manufacturer when the manufacturer contacts the facility.